Event description:
It was reported that the patient received inappropriate pacing therapy and had heart rates in down into the 20 to 30 range. The implantable pulse generator (ipg) device remains in use. It was also reported that the right ventricular (rv) lead had intermittent loss of capture in both unipolar and bipolar configurations. Oversensing of noise was easily reproducible and resulted in functional undersensing of r-waves. High impedance was noted with a possible fracture. The lead programmed off. The next day, the lead was no longer capturing. The bipolar impedance had an undefined measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).